Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was confirmed as an external blood leak that was visually observed at the venous end of the dialyzer seal. The patient¿s estimated blood loss (ebl) was approximately 50ml. The patient was given one-time doses of vancomycin (1250mg, IV route) and gentamicin (120mg, IV route) as a prophylactic measure. The patient finished treatment on the same machine with new supplies. The device is reportedly available for return to the manufacturer.

Manufacturer narrative:
The dialyzer was returned to the manufacturer for examination. Blood was observed between the dialyzer housing and the screw flange threading on the dialyzer's cavity ID end. The sample was subjected to a laboratory leak test at which time an external leak was identified at the same area previously identified with blood (between the dialyzer housing and the screw flange threading on the cavity ID end). The dialyzer leaked at 10 psi. The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The cavity ID end o-ring (located beneath the header cap) was noted with damage. Under magnification (x30), a gouge measuring approximately 3.31 mm in length was noted on the o-ring (located on the side of the o-ring seated against the polyurethane [pu] potting surface). A lot history and production record review were performed. The production record review revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was confirmed as an external blood leak that was visually observed at the venous end of the dialyzer seal. The patient¿s estimated blood loss (ebl) was approximately 50ml. The patient was given one-time doses of vancomycin (1250mg, IV route) and gentamicin (120mg, IV route) as a prophylactic measure. The patient finished treatment on the same machine with new supplies. The device is reportedly available for return to the manufacturer.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was confirmed as an external blood leak that was visually observed at the venous end of the dialyzer seal. The patient¿s estimated blood loss (ebl) was approximately 50ml. The patient was given one-time doses of vancomycin (1250mg, IV route) and gentamicin (120mg, IV route) as a prophylactic measure. The patient finished treatment on the same machine with new supplies. The device is reportedly available for return to the manufacturer.

Manufacturer narrative:
Additional information:concomitant medical products, added fresenius 2008t machine and fresenius bloodlines as concomitant products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.